Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to reset bluetooth, forget device, and re-pair the transmitter, which was unsuccessful. Dexcom representative relinquished device via share tool, advised patient to uninstall and re-install the g5 application and then re-pair the transmitter. No additional patient or event information is available.